Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that severe aortic regurgitation was observed three (3) months after the implantation of 21mm aortic valve. The patient presented with shortness of breath, chest tightness and other symptoms of cardiac insufficiency. Plans to treat the issue are pending medical advice. As reported, the patient underwent a concomitant mitral valve replacement at the time of initial surgery with no reported complications.

Manufacturer narrative:
H10: additional narratives: updated b5, d4, h4, and h6 per new information received. Based on the available information a definitive root cause cannot be conclusively determined. Patient and/or procedural factors may have caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that severe aortic regurgitation was observed three (3) months after the implantation of 2800tfx21mm valve implanted in the aortic position. The patient presented with shortness of breath, chest tightness and other symptoms of cardiac insufficiency. As reported, the patient underwent a concomitant mitral valve replacement at the time of initial surgery with no reported complications. Per medical records, the patient had the following co-morbidities: acute non-st elevation myocardial infarction. Rheumatic heart disease. Mitral valve disease with insufficiency (severe). Acute left heart failure. Coronary atherosclerosis. Chronic superficial gastritis with erosion. Gastroesophageal reflux disease. Hyperlipidemia. Hyperuricemia. As reported, the chronology progression of the regurgitation was as follows: any leak observed during intra-operative echo. Mild central and perivalvular regurgitation observed immediately after the surgery. On pod # 2: normal valve position, good leaflet mobility in the valve frame, smooth surface, and mild-moderate central regurgitation. On pod # 4: normal valve position, good leaflet mobility in the valve frame, smooth surface, and mild-moderate central regurgitation. On pod # 7: moderate to severe central regurgitation. On pod # 14: moderate to severe central regurgitation. 3 months post-op, severe regurgitation was noted, estimated sys pap : 22mmhg. Any intervention planned although the patient was noted as to be not at very good condition.

Event description:
Edwards received notification that severe aortic regurgitation was observed three (3) months after the implantation of 21mm aortic valve. The patient presented with shortness of breath, chest tightness and other symptoms of cardiac insufficiency. As reported, the patient underwent a concomitant mitral valve replacement with no reported complications. As reported, the chronology progression of the regurgitation was as follows: any leak observed during intra-operative echo. Mild central and perivalvular regurgitation observed immediately after the surgery. On pod # 2: normal valve position, good leaflet mobility in the valve frame, smooth surface, and mild-moderate central regurgitation. On pod # 4: normal valve position, good leaflet mobility in the valve frame, smooth surface, and mild-moderate central regurgitation. On pod # 7: moderate to severe central regurgitation. On pod # 14: moderate to severe central regurgitation. 3 months post-op, severe regurgitation was noted, estimated sys pap : 22mmhg. Any intervention planned although the patient is symptomatic. As per echo report review: as static images, none shows bioprosthesis motion; and as low-resolution, static images, few details can be reliably discerned. However, the static short-axis image of the aortic valve acquired on intraoperative tee suggests that what is presumably a paravalvular ar jet occupied approximately 15% to 25% of the circumference of the aortic valve annulus, compatible by varc-3 criteria with at least moderate (2+) and possibly more severe ar. Subsequent serial tte images as available suggest the presence of significant (probably severe) ar from the time of the first (presumably pod 2) postoperative tte, although the jet origin is not discernable on any of the postoperative ttes. Based on the available images, it appears likely that there was significant (at least moderate and possibly severe) paravalvular leak present at the time of post-pump intraoperative tee imaging, and that significant ar was present (and not progressive) on all subsequent postoperative ttes. The echocardiographic images appear to have been acquired from the display of echocardiography machine. Image quality is fair, but analysis again is limited by the availability of relatively few and exclusively static images. Review of currently submitted images reveals what appears to be at least moderate ar on intraoperative tee and on all subsequent tte images. Although none of the currently submitted images clearly shows the ar jet origin, 2 parasternal long-axis images from the 4 december 2021 (pod 3) tte show what appears to be a cfd flow convergence zone outside the aortic valve bioprosthesis, compatible with paravalvular leak. Although all of the submitted diastolic images show what appears to be an ar jet in the lvot, this does not help distinguish the (central versus paravalvular) origin of ar. Assessment of ar severity on the currently submitted images remains problematic. However, based on these images, there is no reliable evidence of progressive ar.